Event description:
The filter failed to deploy. The filter was stuck inside the end of the delivery system. The doctor pulled the delivery system out and was successfully able to deploy another filter.